Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead demonstrated high impedance readings and was possibly fractured. Surgical intervention was undertaken and the lead was explanted and replaced.